Event description:
It was reported that the system intermittently would not boot up. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended. The hard drive was replaced at the customer's request.